Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). The 80% stenosed lesion was located in a moderately tortuous and moderately mid and distal left circumflex artery (lcx). The target lesion was not pre-dilated with balloon. A 2.50 x 28 mm promus premier drug eluting stent was deployed. The stent was fully deployed at 16 atm for 10 seconds. The stent was post dilated with a 2.50 x 12 mm nc balloon. After post dilatation, a flow was limited, and a type b dissection occurred at the at proximal edge of the stent. Another 2.75 x 20 mm promus premier stent was deployed to cover the dissection and completed successfully the procedure. There were no further patient complications, the patient was stable and fully recovered post procedure. In the physician's opinion, deployment of stent at high pressure caused/contributed to the dissection.